Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2013 and again on (B)(6) 2016 and mesh were implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) device code: (B)(4) - hernia recurrence occurred additional information. Additional narrative: it was reported that following insertion the patient experienced recurrent hernia.